Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was difficulty passing the guidewire through the left ventricular (lv) lead, primarily when withdrawing it. It was further reported the wire would get stuck on the distal electrodes. The lv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. The analyst noted that the guidewire was not returned. Guidewire insertion test was performed using a guidewire sample in the lab. The attain hybrid guidewire passed through the lead without obstruction. If information is provided in the future, a supplemental report will be issued.